Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with the return of device. Failure was observed during analysis.final analysis found that a partial lead was returned. An insulation abrasion was found exposing the outer coil. Abrasion are consistent with exposure to constant friction with another implantable device.